Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 166693: 70 items manufactured and released on (B)(6) 2016. Expiration date: 2021-11-03. No anomalies found related to the issue. To date, 27 items of the same lot have been already sold with one similar reported event. Other implant involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size xl +8 reference 01.29.211 (k112115) lot 170703: 80 items manufactured and released on 31 may 2017. Expiration date: 2022-05-15. No anomalies found related to the issue. To date, 25 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The pathogen will not become available. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully.